Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not experiencing adequate pain relief in the foot. The patient underwent a revision procedure wherein the leads were repositioned in the right place. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50, (sn (B)(6)). The returned lead was analyze. The lead passed impedance test. Xray for registration passed successfully. Lead exhibits normal characteristics.

Event description:
It was reported that the patient was not experiencing adequate pain relief in the foot. The patient underwent a revision procedure wherein the leads were repositioned in the right place. The patient was doing well postoperatively. Additional information was received that a lead was explanted.